Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of recn0712 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that during the maintenance of the PICC, liquid leakage was found at the puncture site. When the catheter was pulled out at 3 cm and injected with saline, water column flowed out. No other information was provided.